Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that an unknown alarm occurred to a smiths medical cadd® ambulatory infusion pump. The cassette was changed out with no further problems. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd® administration set was returned for analysis in unused conditions inside a plastic bag with it original opened packaging. No abnormality was detected upon visual exam. The cassette was connected and fully primed without difficulties, the pump was set running and the alarm was not activated. Relevant documents were reviewed and deemed adequate. A review of the manufacturing process was conducted. Operations were reviewed with no discrepancies found: the rra assembly operation; training records were reviewed on the pm-297 "ay, admin set, std volume" operation, operators are trained; the test record are within specification; all the calibrations dates of the test equipment are within due date. A sample of 32 units was taken in order to perform a visual inspection with no discrepancies noted. Four samples were accuracy tested from the inventory with no discrepancies detected. Based on the evidence, no root cause was determined as the complaint was not confirmed.